Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, retained test strips passed performance testing with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 8:00am. The patient reported obtaining what she felt were alleged inaccurate high blood glucose readings of 250, 300 and 450 mg/dl with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster). In response to the alleged issue, the patient reported taking an increased dose of 60 units of novolog insulin on (B)(6) 2016 at 10:00am. The patient reported that 2 hours later she developed symptoms of sweating, shaking, confusion, numbness and hunger but denied receiving any medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. The subject products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.